Manufacturer narrative:
Device passed the displacement test but a33 alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin shot out during priming through the infusion set. Customer's blood glucose level was unknown. Customer declined to report to 24 hours technical support team. Insulin pump will not be returned for analysis.